Manufacturer narrative:
Carto 3 system did indicate to re-zero the catheter. Non MDR reportable errors 79 and 80 populated during the procedure, indicating force issues. Biosense webster does not recommend the use of its devices in the epicardial space. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray nav eco catheter (model# d-1282-07-s). Webster quadrapolar catheter (model# d-1086-721-s). Mobicath 8.5 french sheath (model# d-1400-11). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for ventricular tachycardia with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a pericardial effusion requiring extended hospitalization. Difficulties were encountered while attempting to establish epicardial access. Patient became hypotensive, which was attributed to an unspecified medication. Ultrasound was negative for pericardial effusion. Blood pressure stabilized. Procedure continued with transseptal and retrograde aortic access. Procedure was completed without consequence. Patient was reported to be in stable condition. Information was received the following day that the patient developed a post-procedural pericardial effusion. No interventions were performed. Patient required extended hospitalization as a result of the adverse event, as the effusion was assessed as life-threatening. Patient outcome is improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related. It was noted that the physician believes that the event occurred after finishing the case, upon removal of transseptal access. There is no information regarding the transseptal needle. Sheath used was a mobicath. Pentaray was used for mapping and smarttouch was used for ablation. Generator was set on power control mode at 40-50 watts (not titrated). There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17 ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. Smart touch catheter was not in close proximity to another catheter. Catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit.